Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No drive support cap anomaly noted.

Event description:
The customer called to report a loose drive support cap. The customer then stated that she's been treated by the paramedics four times due to low blood glucose levels. On (B)(6) for a blood glucose of 12 mg/dl. On (B)(6) for a blood glucose of 16. On (B)(6) for a blood glucose of 13. And on (B)(6) for a blood glucose of 20 mg/dl. Her co-workers tried giving her juice but she would not drink it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.